Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert from the pulse generator and presented in clinic. The vibratory alert delivered was for high pacing impedance on the right ventricular lead. The device pocket was manipulated producing a range of variable impedance. The patient was asymptomatic at the time and the lead was reprogrammed to prevent inappropriate therapy. On (B)(6) 2019, the right ventricular lead was capped and replaced successfully. The patient was stable post procedure.